Event description:
Additional information received indicated no intervention was performed to resolve the event. Additionally, it was reported that the patient experienced pain as a result of the event.

Event description:
It was reported that a perforation resulting in an effusion and tamponade was observed in the right ventricle. The event was resolved via unknown intervention and the patient was in stable condition.